Manufacturer narrative:
Continued e.1 postal code: (B)(6). Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Healthcare professional later reported "rupture". This record is for the left side. Device was explanted and it is unknown if the device was replaced. It is unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Manufacturer narrative:
The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade IV.